Manufacturer narrative:
Additional information received from the initial reporter on 17 june 2016 and includes: the revision surgery was performed as planned on (B)(4) 2016, and it was completed successfully. The patient started feeling pain in (B)(6) 2015. It was not really clear when bad position stem was detected. On 24 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: revision of cementless tha after two years. The stem is described in the report to be in slightly varus position. What is apparent from the radiograph is a lower bone density in gruen zone 7, it could be a characteristic of the patient (no preoperative image is available) or a consequence of femoral broaching and preparation. Whether this has led to varus stem positioning is unclear. The radiographic finding is also visible in the postoperative image. The cup seems to be rather horizontal and slightly protruding from the acetabular socket, this may cause impingement of abductor muscles and consequent pain. There is no reason to suspect a faulty device as responsible for the revision. Additional information received from the initial reporter on 06 july 2016 and includes: the fitting of the patient matched guide was satisfactory and the cut was performed by that guide (not marketed in the USA). Batch review performed on 05 july 2016. Lot 140767: (B)(4) items manufactured and released on 17 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016, the patient matched department provided a patient match planning review on the process and commented as follows: we found no errors on the process. For the femoral part, the different cut obtained intra-operatively is due to a not correct positioning of the guide on the bone. For the acetabular part, the surgeon positioned the cup of the suggested size, but in a position different from the suggested one (no acetabular guide was produced for this case, since it has an anterior approach); probably the pain experienced by the patient is mainly caused by this. Not available.

Event description:
Revision scheduled due to pain in the groin area. May be bad position stem varus.